Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had the device for two years and it had worked properly until they lost their programmer. They had been to the emergency room (ER) three times in the last month due to urinary tract infections (uti's) and had blood and their urine in their kidneys. Their healthcare provider (hcp) prescribed them antibiotics and they were not helping. The ins indication for use was for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.